Manufacturer narrative:
The device was discarded and unavailable for review. Therefore, we could not conclusively determine the root cause of the reported incident. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. The IFU provides the following warning related to the complications possible when using these devices: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Excessive handling during insertion, or plaques and other deposits within the vessel may damage the balloon and can increase the possibility of balloon rupture. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. Due to the increased rate of occurrence of this issue, CAPA 2024-007 was previously implemented to document further investigation of this failure. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.

Event description:
During an embolectomy procedure, the balloon ruptured while removing a clot. The device had been checked prior to use and functioned normally, with the balloon inflating properly and saline volume within recommended limits. The device was used in a stenotic vessel. No additional incision was made, the balloon was not punctured with a sharp object, and no catheter fragment remained in the patient's vessel. No storage abnormalities were identified a second device of the same model was used to complete the procedure successfully. No patient injury or health impact occurred.